Event description:
Related manufacturer reference number: 3006705815-2024-00181. It was reported the patient experienced inadequate stimulation with their scs system. Surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.